Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was scheduled for a lead revision to address the gradual increase in high voltage lead impedance to upper out of range values. The lead was found to be fractured. The lead was capped and replaced. The patient tolerated the procedure well without complications.